Event description:
It was reported that the patient's drg lead had migrated on the left side of s1. Surgical intervention took place where the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leadss; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip trial lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8457773.

Manufacturer narrative:
T was reported to abbott, a patient had lead migration on the left side. Surgical intervention was taken where the left s1 lead was replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.